Manufacturer narrative:
Philips service restored the system software, resolving the issue, and returned the device to normal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot due to host pc software issue on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.